Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and loss of capture on the right atrial channel. A lead fracture is being suspected; however, it has not been confirmed. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Information was corrected on the following fields: d2a: common device name.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and loss of capture on the right atrial channel. A lead fracture is being suspected; however, it has not been confirmed. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and loss of capture on the right atrial channel. A lead fracture is being suspected; however, it has not been confirmed. At this time, this device remains in service. No further adverse patient effects were reported.